Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had not interacted with the pump for 12 hours. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off. Customer acknowledged and was instructed on how to disable the feature.